Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular over sensing causing false detection of tachycardia episodes. It was further reported that the icm experienced ventricular under sensing causing false detection of pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.